Manufacturer narrative:
H3: 81 other - at this time, the suspect device has not been returned for evaluation. No root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that anes circuit, adult, 60 in corr, 3l bag had a leak after patient use. Furthermore, there is no information regarding patient harm.

Manufacturer narrative:
Result of investigation: the suspect device was returned for product evaluation. The physical sample was functionally inspected by quality personnel from assembly area according to pqas 123adu etal performing a leak test and the sample did not pass the test, finding a hole on the tube part number r5042a. In addition, the device history records of the fg part number 5037ae and the tube part number r5042a were reviewed, and no issues were found during their manufacturing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.